Manufacturer narrative:
Investigation: observations and testing could not be performed because units were not received for investigation of this incident. The defect of leakage, as stated in the subject of the product incident report (pir) could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated a device history review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 24 g x .75 in. Bd insyte¿ autoguard¿ bc shielded IV catheter leaked during use. There was no report of exposure, injury or medical interventions.